Event description:
Telemetry was lost in the middle of a programming session of an implantable neurostimulator. Multiple attempts were made without success to re-establish telemetry with the pt programmer, physician programmer and recharger. The field rep thought there may have been electromagnetic interference present and sent the pt home. At home, the pt was unable to communicate with the device with either the pt programmer or the recharger. No pt symptoms were reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.